Event description:
It was reported that following a lap cholecystectomy procedure a patient had post-operative complications resulting using our xcel trocars. This was a trial within the hospital and the theatre sister said that the patient had been bleeding from the port sites and that they are still in ICU as a result. This procedure was part of a trial being carried out in the hospital using jandj ports. The surgeon used a covidien balloon port as the camera port and used the above mentioned jandj xcel ports. Unfortunately as the haematoma was not immediately after the case, the trocar used in the procedure was disposed of so there is no product to be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. The sales representative spoke to the surgeon in detail regarding the post-op complications of her patient and the following was obtained: "since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? The patient did not have any bleeding disorder. He had a lap nissen a number of years ago at a different hospital but never had any complications or problems. How much blood did the patient lost? Was a transfusion required? The patient had a haemoglobin of 6. A transfusion was required. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? No. What was the patient's pre-op hemoglobin and hematocrit? Ms. (B)(6) stated that the patient had a pre-op haemoglobin of 15. What was the patient's post operative hemoglobin and hematocrit? Six. What is the age and sex of the patient? Patient was (B)(6) and male. What is the current status of the patient? At the time of my conversation the patient was due to be released from hospital that day, the (B)(6). The surgeon stated that she accepted these post-op complications as part of performing surgery on a patient. She was not concerned as to the quality of the trocar she used and did not feel that the trocar was at fault for the incident. She said that when introducing a trocar there is no way of knowing whether you might hit a vessel or another structure so while it was an xcel trocar used in the procedure she felt that it could happen with any trocar. However she did say that he had bruising from his axilla to his iliac crest within the abdominal wall when they examined the patient so they knew that the bleed was from the port site and not internal. She initially had no intention of making a complaint or reporting it as she felt it is just a potential complication with any surgery but the theatre sister advised her that she should. She mentioned that she didn't see there being any repercussions from this and that she wouldn't be following up any further. She also said that the patient was in good spirits and understood the potential complications that come with surgery. " the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.